Event description:
It was reported that shaft fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected to dilate the target lesion. Following entry of the device into the patient's body, the physician noted that the shaft was fractured about 80cm away from the physician's hand at the welding point of the shaft. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The hypotube shaft was broken 78cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.5mm x 8mm quantum maverick balloon catheter was selected to dilate the target lesion. Following entry of the device into the patient's body, the physician noted that the shaft was fractured about 80cm away from the physician's hand at the welding point of the shaft. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).